Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported tear, inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 3.50x15mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation with no resistance met. The bdc was pressurized at 14 atmospheres but only partially inflated. The physician felt something different during the attempt to inflate the balloon to 14 atms and withdrew the device. Once outside of the anatomy and on the cath lab table the physician attempted troubleshooting and inflated the balloon. They noted a hole on the distal shaft and leakage. Another non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.